Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent move on balloon occurred. The 80% stenosed target lesion was located in a severely calcified and severely tortuous right coronary artery (rca). A 4.00x16mm promus premier drug eluting stent was advanced, however, it was unable to cross the lesion. Also, it was noted that the stent came off the balloon delivery system in the ostial proximal segment of the rca. The physician easily retrieved the device and it was removed from the patient. No further complications were reported and the patient status was stable.